Event description:
It was reported that an iliac dissection occurred. The patient's peripheral vessels were small. The aortic valve was mildly calcified, non-tortuous and severely stenosed. Vascular access was obtained via the 5.6mm right femoral artery. An isleeve introducer sheath was advanced without difficulty. Pre-dilation was performed with a 20mm balloon. The physician considered that it was not effective as balloon was inflated during a heart rate of 120bpm and the balloon was not well expanded. A small acurate neo valve was inserted through the isleeve. The valve was positioned well and deployed. The delivery system was removed without any problem. Moderate paravalvular leak was noted and a post balloon valvuloplasty (bav) was performed with a 20mm balloon. Paravalvular leak was then noted to be mild and was considered acceptable. The bav balloon was removed without problems. During the removal of the isleeve with the dilator, the patient's blood pressure suddenly dropped. Peripheral angiogram showed an external iliac tear. A contralateral balloon was used to stop the bleeding and the patient was sent to surgery to repair the damaged external iliac. After removal, the isleeve was inspected and no issues were noted. The surgeons concluded that the damage was 6cm above the femoral head. The patient remained stable throughout the procedure.